Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis loaded inside the dispenser hoop. The device was easily removed from the hoop with no resistance noted. Visual and tactile examination of the shaft revealed no damage was noted. The stent was still on the balloon; however, it was noted that the stent had moved 5mm distally towards the tip of the device. The proximal section of the balloon was folded and a clear impression of where the stent was originally crimped was visible on the balloon material. Visual examination of the stent and balloon revealed no damage. The device was passed over a 0.035" guide wire with no restrictions noted. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, the stent moved on the balloon. The 80% stenosed target lesion was located in the non-calcified left external iliac artery. Upon unpacking this 7.0x30x135cm express vascular ld stent, it was noted that the stent had moved on the balloon. The device was not used and the procedure was completed with a different device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, the stent moved on the balloon. The 80% stenosed target lesion was located in the non-calcified left external iliac artery. Upon unpacking this 7.0x30x135cm express vascular ld stent, it was noted that the stent had moved on the balloon. The device was not used and the procedure was completed with a different device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.